Event description:
During paroxysmal supraventricular tachycardia procedure, there was a delay due to a noise issue with the amplifier. The catheter was used to ablate the slow path-way after induction by eps inspection. Following insertion into the patient, noise was noted on electric potential 1-2 of the catheter (settings were: 53, 54). The ECG cable from the generator was adjusted to try to resolve the issue without success. On the ensitex side, voxel points could be collected at the beginning, but the display of the non-se catheter did not follow. All four poles of the catheter turned yellow. The catheter magnetic sensor indicator remained red, but the connection of the prs sensor was okay. The sheath filter was replaced, but 3d points could still not be collected manually. The se1 and se2 were changed, as well as the cable, but the issue remained. The catheter was exchanged, the system was changed to navx mode, and the cable of "ensite x amp-ampere" was replaced, but the issue persisted. Re-entering voxel mode and then attempting in navx mode, did not resolve the issue either. The precision system was then used, a patch for precision system was placed, and the catheter was connected. The display on the precision system and the electric potential of the workmate claris were fine. In that state, the ensite x was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One ensite x amplifier was received for evaluation at tech center. The field reported event was able to be duplicated using the channel shorting test. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to physical damage to the front panel assembly and the generator port from an undetermined event.